Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital case manager that the customer received emergency medical assistance due to high blood glucose, with blood glucose of 283, 341, and 418 mg/dl at the time of the incident. The caller believes the customer needs additional training and is getting too much insulin. The customer used the pump to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. The customer went as low as 60 mg/dl. The insulin pump will not be returned for analysis.